Event description:
Customer reported a false negative reaction in the microtube of mts igg gel card lot# 111314001-33 when performing a dat. Testing was performed using both manual gel method and provue. Customer stated that a cord blood had first been tested on provue and a dat negative result was obtained. Customer then repeated the dat in tube method and the dat was positive 1+. The customer had retested the sample because the provue was not available that day and the customer found a lot of dat positive cord bloods using the tube method. The customer went back and tested cord bloods that were previously tested on provue and found the one described sample as false negative for dat. Customer retested the dat in manual gel using the same lot of gel cards as on the provue. In manual gel the dat was also negative. Acceptable qc was obtained on the day of testing. Cards and reagents confirmed to have been stored appropriately and to have acceptable appearance prior to use.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Customer returned gel cards from the same lot and testing was performed. All results were satisfactory. (B)(4).